Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy procedure, the probe tip broke inside the patient. The surgeon used a grasper to effectively retrieve the broken piece. Another similar device was used to successfully complete the intended procedure. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the lot number of the device, the manufacturing date and to provided the device evaluation results. The device referenced in this report was returned to olympus for evaluation. A visual and microscopic inspection confirmed that the grasping section from the probe was broken off. The broken probe portion measured approximately 17mm in length from the distal end. Additionally, the device failed the probe check and error code u509 (tip break) was displayed. This type of probe damage is most likely related to the operator's technique.